Event description:
It was reported the during a lap roux-en-y procedure, the device worked for 5 minutes and failed. Tested instrument twice, then replaced shear. Case continued without further incident or patient consequence.